Event description:
The customer reported false alarms with the syringe modules when used with the critical care profile for continuous infusions. They are unsure, but staff feels this may be related to use of the pressure sensing disc. The alarms include infusion complete when there is still a significant amount left in the syringe and syringe empty alarms right after a new syringe has been installed. In this event, a norepinephrine infusion in the ccu had just been changed to a new syringe. At the time of the syringe change, the set was primed. The pump alarmed occlusion then infusion complete. The patient became hypotensive and was given a fluid bolus, and their norepinephrine dose was increased. The patient stabilized, and there was no report of lasting harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported false alarms with the syringe modules when used with the critical care profile for continuous infusions. They are unsure, but staff feels this may be related to use of the pressure sensing disc. The alarms include infusion complete when there is still a significant amount left in the syringe and syringe empty alarms right after a new syringe has been installed. In this event, a norepinephrine infusion in the ccu had just been changed to a new syringe. At the time of the syringe change, the set was primed. The pump alarmed occlusion then infusion complete. The patient became hypotensive and was given a fluid bolus, and their norepinephrine dose was increased. The patient stabilized, and there was no report of lasting harm.